Event description:
It was reported that during a plif mis procedure at levels l3-s1 the following instruments were damaged the threads at the end of the long holding sleeve began to peel when inserting the screws. No peelings or fragments broke off into the patient. Surgeon used another holding sleeve. On the stardrive screwdriver shaft the points on the tip of the driver broke off. Surgeon reportedly retrieved all fragments, and used another driver in the set. The points on the end of the driver bent and twisted during final tightening on the last screw. Nothing broke off, there was nothing further to retrieve, and the surgeon used another driver to complete the final tightening. Procedure was completed, there was no harm to the patient, no extension of procedure time. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (a/re) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Based on the DHR evaluation performed, this complaint is deemed invalid from a manufacturing standpoint. Holding sleeve was returned with the tip of the thread damaged. The final 1-2 threads is sheared approximately fifty percent of the diameter. The sheared portion of the threaded tip is bent. The technique guide illustrates how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. The condition of the threads indicates that the engaged holding sleeve was partially unthreaded from the implant interface, at which point a cantilever load was applied to the assembly. This incomplete engagement allowed the cantilever force to concentrate on one section of the threads, exceeding the design limits. An internal corrective action has been opened to address this issue. Placeholder.